Event description:
Hcp reported pt presented with signs of an infection of the device pocket. These incude swelling and pain. Cultures of the device pocket and no organism was found. However, hcp reported pt diagnosed with urinary tract infection. Pt was treated with oral antibiotics. Hcp reported pt's infection is now resolved and pt requested removal of device.